Event description:
It was reported that 13 patients were noted to have a radiolucent line less than 1mm thick and were non-progressive; no revisions took place.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The device were not returned for review, as they remain implanted. The manufacturing documentation cannot be reviewed because item/lot information has not been received. The shell was an unknown trilogy shell and the liner was an extended offset trilogy liner. These devices were used in the treatment of a disease. All patients had a history of revision prior to the described event. Compatibility of the devices is unknown. A complaint history search cannot be performed due to the lack of information. With the information provided, a definitive root cause cannot be stated.